Manufacturer narrative:
The user-reported flow rate issue was not confirmed. The device was found to have a flow rate accuracy of 0.93%, which is within the +/-5% specification. The device was tested to meet all specifications on 08/22/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00248).

Manufacturer narrative:
The manufacturer is currently waiting for the device to arrive.

Event description:
The user reported that the pump was over-infusing. "No injuries or issue with patients. We removed these pumps from service about 30 days ago." No patient injury occured for this case.